Event description:
Patient¿s daughter reports that the whisperject device is not working properly. She said the orange button will not move. Provided phone # to mylan for troubleshooting and possible replacement if defective.